Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device is noisy. There was no report of patient harm or injury. During the evaluation of the device at the third party service center the device was visually inspected and visible foam particles were observed, confirmed the complaint as device is noisy and unit is scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.